Event description:
Reporter stated the vibrator of the infusion device is defective. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The vibrator was damaged by a hard impact such as the pump being dropped.